Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in an electrode and probe placement procedure, the navigation system restarted twice without prompt from the user. It was reported that the site was using the navigation system for planning and not navigation. It was reported that anesthesia was not administered to the patient as the procedure required the patient to be awake. There was a reported delay to the procedure of one and a half to two hours due to this issue. There was no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: the system logs were reviewed and one unexpected exit was found. An analysis of the core file for this unexpected exit found that it was consistent with the reported event.

Manufacturer narrative:
Additional information: there was no reported impact on patient outcome. N the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.